Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow up report will be done if the investigation requires.

Event description:
It was reported by the sales rep that during a total knee procedure, the device ran at a reduced power and, as a result, added 45 minutes to the case time. The procedure was completed successfully by using another device and the pt was not affected.